Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The parent reported that the patient had fallen and hit his forehead which resulted in a very large bruise. In situ measurements show affected channels. The patient is unable to report on his hearing performance with the device.

Manufacturer narrative:
Med-el elektromedizinische geräte gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. In addition, channels 11 and 12 were extra-cochlear and csf gusher was noted at re-implantation. At the implantation of the concerned device, a full insertion was achieved. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
In situ measurements showed affected channels. The patient is unable to report on his hearing performance with the device. The parent reported that the patient had fallen and hit his forehead which resulted in a very large bruise. The patient was re-implanted on (B)(6)2017. Per device explantation report, the device was found shifted from its original position.